Event description:
It was reported that the closure device was not released from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then proceeded with inserting the wds. The closure device was deployed and the release criteria was checked. All of the release criteria were acceptable, however, no attempt was made to release the closure device from the core wire. The physician proceeded with the removal of both the was and wds from the patient. The wds was removed from the patient without a full recapture of the closure device into the sheath. After the wds was removed the physician noted that the fully deployed device was still attached to the core wire and not released. The patient was checked with transesophageal echocardiogram for any perforations or effusions, but none were found. The patients vitals all remained stable and they were monitored for around 10 minutes. Following the 10 minutes of monitoring the patient the procedure was continued with a new was and wds. The procedure was completed using these devices and a closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was discharged from the hospital the next day as planned.